Manufacturer narrative:
(B)(6) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Description: I still do not have any answer to the situation that has been bothering us for several months. I understand that according to your instructions, the plunger should be moved several times before taking the medication and administering it. This was so that the syringe would loosen a little and it could be administered through the b side of the infusion pump. The service has carried out this process before administering the medication, but there are still inconsistencies in cases where there are volumes of 7cc or 8cc; where after the administration time, only half of the administered medication is observed and the infusion pump must be programmed again to be administered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.